Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient called back to answer the questions that had been sent to her. Patient stated she decreased stimulation all the way on (B)(6) 2020 and has gradually been increasing the stimulation a tiny bit everyday. Patient stated that the overstimulation has been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said it felt like their ins amplitude skyrocketed horribly high while checking their battery. They noted that it was incredibly painful, they kept hitting buttons to make it stop, and they finally managed to turn it off all together. The patient said they were standing close to where they were charging a competitor's product, but they were doing it the same way as usual; they noted that this hasn't happened before. The patient said the charger for the patient's product was on the opposite side of their body. During the call, it was confirmed that therapy was not on; they were at 2.5v. The call center recommended decreased to 0.0v before turning therapy on. After doing so, they increased to 1.1v where they felt stimulation comfortably. The call center reviewed the potential for electromagnetic interference (emi) to cause momentary increase to stimulation sensation. The call center recommended the patient monitor the situation and follow up with their managing healthcare provider (hcp) if it happens again. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they were testing their interstim batteries as they do every month or so when they got a huge surge. They turned off the unit called manufacturer and who talked him through starting their unit again and very slowly increasing the volume. The patient also have (an hf-10 ses) unclear. Never had an issue before.